Event description:
The gray slider on the back of stapler broke into pieces. Doctor was aware and an x-ray ordered. X-ray showed no pieces in the pt. The broken pieces were found on floor. All pieces noted to be there. There was no pt harm, but pt received add'l x-ray exposure. (B)(4).